Event description:
The customer reported that a black screen displays and there is a loss of image on the workstation. No pt injury was reported.

Manufacturer narrative:
The ge svc rep removed and replaced the high voltage cable. He tested the system without any issues. The system runs as intended.